Event description:
This pi is for 1st revision in 2013 and recall inquiry. Patient reported a primary left knee surgery in 2013 and a revision 7 months later where all parts were removed due to mrsa infection & "wrong implant" being implanted. Patient stated the implant was too small and he could not stand on it. Patient would like to know if 2013 implants are subject to a recall. Patient reported new stryker implants implanted in 2014. Patient reported a 2nd revision in march 2022 due to staff infection where all parts were removed. Patient stated he requires a full leg amputation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation device not returned.